Event description:
A customer reported an issue with incorrect pump time settings, which had a discrepancy greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Customer support assisted the customer in updating the pump time and advised monitoring the device for any recurrence of the time discrepancy.